Manufacturer narrative:
The failed power supply was returned to ge healthcare for investigation. Visual examination revealed a deformed spot on the plastic enclosure. Once the external power supply was opened, a blackened area was found around the over voltage protection (ovp) diode. The ovp diode was directly under the spot where the deformation on the plastic enclosure was located. The power supply was connected to a trusat monitor and plugged into the main's power supply. The temperate of the external power supply was checked with a thermal couple on the deformed spot. The surface temperature rose to 100 degrees celsius (212 degrees fahrenheit) within 30 mins. When the trusat monitor was not connected to the external power supply, the surface temperature still continued to rise. The root cause was identified to be a design problem with the power supply, providing inadequate protection against overheating of electrical components (due to ac main supply fluctuation, component failure or a short in power cord / device). Ge healthcare stopped shipping the affected units on (B)(4) 2010, and plans to implement a field action for affected units. Ge healthcare will be reporting the issue to FDA per 21 cfr part 806.

Event description:
It was reported that a trusat external power supply stopped working and the plastic enclosure had melted. No injury was reported.